Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with clinical signs of baclofen overdose. The patient's physician suspected there was a catheter issue. A dye study was to be performed on the date of the report. Patient injury was noted. The drug in the pump system was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient's catheter was replaced. A dye study did had not shown any abnormalities, but the surgeon "felt it was prudent to change the catheter." They had been doing "really well' since the replacement. The medication used within the system was lioresal.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).